Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a non-tortuous, non-calcified and concentric distal right coronary artery that was 99% stenosed. First, a non-abbott guide wire was advanced in the patient. An attempt was made to perform thrombus suction with a non-abbott catheter, but it failed. Pre-dilatation was then performed with a non-abbott balloon catheter. Nitroprusside and atp were injected into a lumine infusion catheter. Intravascular ultrasound (ivus) revealed dilatation was not sufficient, and therefore a non-abbott balloon catheter was used with an extension catheter for additional dilatation. A 3.25 x 18 mm xience alpine stent delivery system (sds) was deployed at 20 atmospheres; inflated three times for 20 seconds each time. During removal of the sds from the non-abbott guide wire, resistance was noted. The sds and the guide wire were removed as a single unit. The guide wire was replaced with a non-abbott guide wire to successfully complete the procedure with a non-abbott balloon catheter. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported difficult to remove (guide wire) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system, instructions for use states not to exceed the rbp. It is unlikely the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to remove (guide wire). Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.